Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No prime anomaly was noted. Unit functioned properly. Unit received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was 455 mg/dl. During troubleshooting, numbers appear on screen after letting go of the act button. Customer was advised that insulin pump would need to be replaced.